Manufacturer narrative:
Relevant retention test strips (lot 186864) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were provided for investigation. The returned test strip vial showed no defects. The returned meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 results: master lot and reference meter: 2.6 inr. Customer strips and customer meter: 2.6 inr. Donor 2 results: master lot and reference meter: 2.8 inr. Customer strips and customer meter: 2.8 inr. The maximum difference between measurements with the same blood sample was 0%. The returned customer material and the retention material are within specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The patient stated that they received an erroneous result when testing with coaguchek xs meter serial (B)(4). At 8 a.m., the patient tested a sample on the meter and the result was 4.1 inr. At 10:30 a.m., a venous sample was collected from the patient and tested on a sysmex cs5100 system using the dade innovin test method. The result from this sample was 3.1 inr. No adverse events were alleged to have occurred with the patient. The patient is tested once per week. The patient's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.